Manufacturer narrative:
(B)(4). Concomitant medical products: 180350, variable lock screw 4.75x15mm, 551350, 180354, variable lock screw 4.75x35mm, 551310, 180151, maestro rad w/brg 7x15 7.5 rt, 002440, 180395, maestro tc carpal plate 9x37mm, 605040, 180181, maestro radial stem 6.0x40mm, 172020, 180320, maestro tc capitatestem 6x12mm, 091780. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 00333, 0001825034 - 2018 - 00334, 0001825034 - 2018 - 00332, 0001825034 - 2018 - 00336. Product location unknown.

Event description:
It was reported by the patient¿s legal counsel that the patient underwent wrist arthroplasty. Subsequently, the patient is experiencing tingling, burning, pain in her fingers, a painful lump in her wrist, and loosening. Patient was referred to hand therapist for splint fabrication. No revision procedure has been reported to date. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the patient¿s legal counsel that the patient underwent wrist arthroplasty. Subsequently, it is alleged that the patient is experiencing tingling, burning, and pain in her fingers, a painful lump in her wrist, loosening, as well as nerve/ tendon irritation from the prosthesis being too large for the patient. No revision procedure has been reported to date. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products- cobalt hv bone cement 40g, catalogue# 402282, lot# 979340. Received and reviewed primary surgical operative notes. The preop/postop diagnosis was right wrist osteoarthritis and right wrist scapholunate advanced collapse. The procedure included a right arthroplasty, proximal row carpectomy and posterior interosseous nerve neurectomy. With regards to sizing, the surgeon trialed the capitate plate with a 6mm augment which was too large. The surgeon then went to the smallest carpal head which seemed to fit well; however, he did have to trim the captitate head with an oscillating saw as well as remove a small portion of the trapezoid in order to have the plate fit flush. On the radial side, the surgeon reamed for a 26mm. The trial implant was placed and found to be proud. The surgeon recut approximately 3mm more in order to seat the trial. All trials were then placed and found to reproduce anatomy well allowing approximately 2mm of distraction. The final implants were placed and found to be satisfactory. No complications were noted during the procedure per the surgeon. Root cause remains undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.